Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report will not be returned for analysis. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter stated that the device would not be decontaminated and therefore no returned. Allergan has provided decontamination instructions and the reporter was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the event date, pt data or the status of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to a leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Surgeon reported: "pt presented and diagnosed with a leaking band." The lap-band was removed, described as: "removal of lap-band and replacement lap-band attempted to be implanted which was broken due to force used trying to get band behind stomach into the original track created by the 10 cm band. A [non-allergan] product was used to complete the case." Neither device will be returned as they will not be decontaminated and are bio-hazard risks.